Manufacturer narrative:
H10: h2: additional information: a1, a2, a3, a4 and b5. Corrected data: e1: address.

Event description:
It was reported that during a meniscus repair surgery, both t implants failed from the inserter after being insert through into the meniscus; therefore the surgeon fastened the implants inside the meniscus, using the knot pusher and then fastened the thread off with the knot. Both t implants remained tightly adjusted in the meniscus. Surgery was completed with the mentioned device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed it is not in its original packaging. The insertion device was returned in the pret1 setting with no implants returned there is a small length of cut suture material returned. A functional evaluation was performed on the returned device and found it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, after successfully deploying the t1 implant of a fast fix, the t2 did not fix in the meniscus; therefore the surgeon fastened the t2 implant inside the meniscus, using the knot pusher and then fastened the thread off with the knot. Both t implants remained adjusted in the meniscus. Surgery was completed with a non-significant delay and a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).